Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Per complaint, a revision was performed due to dislocation immediately post-op total hip arthroplasty. It was reported that the surgeon considered it is not the product failure, but instead, was the patient¿s anatomy which caused the dislocation. It was communicated that the femoral head and liner will return for evaluation; however, the reflection threaded hole cover was discarded by the hospital. It was reported that no further clinical information is available for inclusion in a medical investigation. The patient impact beyond the revision itself cannot be concluded. No further medical assessment is warranted at this time. A review of complaint history did not reveal any prior complaints for the listed batches. A review of the manufacturing records did not reveal any material or manufacturing deviations that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Without the actual product involved, our investigation cannot proceed. Based on this investigation, the need for corrective action is not indicated. However, we will continue to monitor for future complaints and investigate further as necessary. Should the devices or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
Per the rep: "we did a case yesterday with dr. (B)(6) at (B)(6). Immediately post op, the patient dislocated. Therefore, dr. (B)(6) revised the hip yesterday evening. He did not blame the product for the cause of the dislocation. These are the parts he explanted from (B)(6) 2017 case: a 71336500 17jm05220, hospital discarded item. A 71337650 17hm04984, will be returned. A 71343203 17hm10002, will be returned.